Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (10.0 mg/ml at an unknown dose) via an implanted pump. Per the patient, the dose was ¿very little¿. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that she had her pain pump implanted yesterday (B)(6) 2019) and after implant she was ¿singing and happy¿. Then that night she could not sleep because of the pain in her leg, lower back, and shoulders. She was taking oral percocet to help the pain but wanted to know if the pain was normal. Additional information was received from the patient on 15-may-2019 at which time she reported that she wasn¿t feeling well on (B)(6) 2019 and she had a ¿really bad infection¿. The infection had been confirmed and was at her implant/pocket site. She was currently in the hospital because of the infection. She had a fever of 103 degrees and the hospital was treating her infection. She was wondering if she was supposed to have been given antibiotics after the implant. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. H6: patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2019-jul-05. It was reported that the hcp was unsure of who reported the infection, but there was no infection.